Manufacturer narrative:
The investigation into the reported "hemolysis" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the hemolysis issue was not determined since product was not returned, and sufficient clinical information and data logs were not provided. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that a 47-year-old male patient with a stemi was admitted to the hospital and required an impella implant. The impella cp was explanted due to hemolysis and the patient had an iabp placed on the opposite site/limb for support.